Event description:
Procedure: laparoscopic left colectomy with takedown of splenic flexure. According to the reporter: the stapler appeared to tear the tissue when fired across the distal stump of the colon. It was introduced from the patient's right side, was fired and cut. During stapler withdrawal, tissue was caught between the anvil and the raised pusher blocks and became torn. Another stapler was introduced through midline incision deeper into pelvis to staple and cut the rectal stump below the torn section. Wedge of tissue torn of rectal stump leaving an opening in the staple line.